Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the analysis, the service repair technician found corrosion on the connecting tube and light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found corrosion on the connecting tube and light guide lens. Based on the results of the investigation, the most probable cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.